Event description:
It was reported that while the physician was preparing the express biliary ld premounted 7.0 x 40 x 75cm stent system outside of the patient's body, it was noted that the stent was not secure. Another of the same device was used to successfully complete the unspecified procedure. No patient complications were reported.